Event description:
Laparoscopic cholecystectomy - 'cystic duct and cystic artery located, dissected and clipped using epix universal clip applier provided by company rep during surgery as the device was being trialed. Jaws of the clip applier detached and remained in pt. Upon subsequent f/u for pain, a foreign object was identified by x-ray. Second laparoscopic surgery on (B)(6) 2013 required to removed the jaws. Device was disposable and not kept following initial surgery." Type of intervention: surgery to remove the piece of the epix that came off. Pt status: recovering from 2nd surgery. (B)(4).

Manufacturer narrative:
No product is being returned for eval and no lot # has been provided to MFR. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed.